Manufacturer narrative:
Upon receipt, this programmer was thoroughly inspected and analyzed. Detailed analysis confirmed the allegation. The programmer was disassembled and found corrosion on several parts that affect mainly fail mode. The battery is involved because it retains date and time in the programmer. The programmer cannot work due damage caused for the humidity.

Event description:
It was reported that this programmer was damaged to severe thunder storms and flooding by the field representative's house. This programmer is out of service. No patient involvement.